Event description:
Information received indicates the patient positioning monitor will alarm at the bed, but will not place a nurse call.

Manufacturer narrative:
The technician replaced the cables, checked the dummy plug and the pendant lock, but the issue remains. Repairs have not been completed.